Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were implemented in line with the instructions for use (IFU). Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material and cause of the remaining material was not identified. No deformation or damage was identified near the area where foreign material was found. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: pcf-290 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: pcf-290 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.